Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that the dental implant had to be removed during its installation surgery because it did not achieve the minimum stability. Moreover, the patient presented bone type IV and immediate implant was performed.